Event description:
Mother reports one of cadd cassettes with flow stop, lot #3635416, has a crack in it and states it was discovered after attempting to remove bubbles. One of areas of bladder inside cassette was not opening fully and was trapping bubbles. No further details provided.